Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited noise.

Event description:
New information received notes that the patient presented in clinic for routine device check. Upon interrogation it was revealed that the patient's right ventricular lead exhibited noise. No intervention was performed. The patient's health status was not reported.